Event description:
It was reported the patient¿s device had ¿gone wacko.¿ it was noted the stimulator was replaced because it only lasted fourteen months and was supposed to last two years.

Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2006, product type: extension. Product ID: 389033, lot# j0349392v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0349392v, implanted: (B)(6) 2004, product type: lead. (B)(4).